Event description:
Philips received a complaint on the pic ix indicating that there are no clinical alarms on the central monitoring system following rework and an analysis was performed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The technical consultant (tc) had been onsite the day before reconfiguring the displays. The tc changed from the hdmi ports to the display ports, which caused the system sound to default to the displays and not the main board/sound card. The remote service engineer (rse) remotely logged in and disabled the sound to the displays and set the sound card to resolve the issue.